Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. This report has been identified as b. Braun medical nternal report number (B)(4) the device the volumetric accuracy was tested three times at 60ml/hr and 5.21ml (60ml syringe) and the pump tested in specification with no pressure alarms using pressure level 2. The pumps operational log was reviewed for the day of the reported event and there was no indication that the pump a pump malfunction had occurred. Based on the results of the pump evaluation, the pump operated as intended and the reported failure could not be reproduced. No conclusions can be made regarding the cause of the event. All available information has been forwarded to b. Braun melsungen. If additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun medical internal report (B)(4). The device has not been received yet and the investigation is on going at this time. A follow-up report will be provided when the investigation results become available.

Event description:
Received customer complaint via email with end user incident report stating "on monday (B)(6) 2016 head nurse of nicu called about an alarm on perfusor reading " pressure high" immediately we recommended to check on pressure. It was in 2 and she changed it to 5. After 330 pm I received another call that another nurse starting using the pump again with another infusion. The infusion was being delivered no problem, then it stopped in the middle of it and started the same alarm, " pressure high" the nurse disconnected the patient, flushed with saline to check for any occlusion and started again with no problems and finished the infusion. No injuries noted.